Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys soft port stand alone. Smith & nephew received the above reported complaint for dressing not adequately sucked down. No samples, pictures or lot number information were provided or received for evaluation, therefore, a DHR review investigation could not be performed with the limited information provided. Possible root causes for dressing not compressed and not adhering may be preparation of the wound area (remnants of oil, ointment, or cream on skin) which would decrease adhesion of the film. The wound preparation details were not included in the complaint report and not available for evaluation. Regarding pump not alarming, these are triggered by responses to air flow into pump and/or failure to sustain pressure differentials based on user pressure setting and delivered pressure. An alarm to an obstruction follows a pump response that correlates to a decrease in leak air flow (at or below 0.05 l/min) in system connections within a period of time in the range of 2-3 minutes. The limits for the leak to prevent false blockage are controlled through a feature called clp (controlled leak pathway). The system normally operates with a controlled amount of leak at 0.08 l/min that helps discern when an occlusion occurs between the pump and its location in system. It also contributes to determine variation on the stability of pump motor in response to a pressure differential between the pressure setting selected and the one obtained at gauge. The location of the clp relative to wound opening is important as it allows air to flow through the entire length of the system. A possible root cause is that in the normal operation of the soft port, the dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance, the pump maintained negative pressure as reported, and canister was receiving a smaller volume due to partial occlusion in soft port. The complaint is deemed unconfirmed. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: negative pressure wound therapy soft port was in use on patient. Dressing did not appear to be adequately sucked down and it did not seem to adhere sufficiently to the wound site. The renasys go unit did not activate an alarm for either a leak or for a blockage.